Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) device implanted on 2011. On (B)(6) 2019, the patient complaint that his device was not functioning well. He underwent a surgical procedure on (B)(6) 2021 where the physician explanted and replaced all components. The patient is stable after procedure.